Event description:
The pump was returned from the customer facility with the complaint that the pump "keeps saying door open when it's not; therefore, it won't infuse". The customer indicated that there was no pt or event info available. During initial mfg testing, the pump was found to under-deliver.